Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging bent test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. Test strips were found to have been mis-cut during slitting and vialing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.